Manufacturer narrative:
The initial MDR 2517506-2016-00113 was filed on february 3, 2017. Additional information received (02/07/2017): a siemens headquarter support center (hsc) specialist reviewed the instrument data. Troubleshooting had been performed at the customer site to identify the cause and no instrument malfunctions or reagent issues were found. Hsc concluded the cause can be a sample integrity issue. Hsc recommended review of proper pre-analytical sample handling procedures. The cause for the falsely, elevated bhcg result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. Result and conclusion codes have been updated in evaluation codes.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality control (qc) was within range when the event occurred. The cause for the falsely, elevated bhcg result is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated beta human chorionic gonadotropin (bhcg) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). The patient went for x-rays because the doctors suspected a hydatidiform mole in the uterus. The sample was repeated the following day ((B)(6) 2017) on the same instrument, resulting lower. The patient was redrawn the same day ((B)(6) 2017), confirming the repeat result and matching the patient clinical history. The corrected result was reported to the physician(s).